Manufacturer narrative:
The insulin pump uploaded properly using carelink personal. No download anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessiveno delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, scratched case and cracked reservoir tube lip.

Event description:
Customer's mother reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 56 mg/dl. Caller feels the insulin pump is the cause of the low blood glucose. The insulin pump was exposed the magnetic at junkyard. Advised the caller that the insulin pump will be replaced. Nothing further reported.